Event description:
It was reported that the procedure was to treat a lesion in the narrow iliac artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 7.0mmx39mmx80cm omnilink elite stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and the stent implant dislodged. No attempts were made to snare the dislodged stent implant. The omnilink elite sds was used to embed the dislodged stent implant in healthy tissue. An introducer sheath was placed for additional support, and a new 7.0mmx39mmx80cm omnilink elite sds was successfully advanced and deployed to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.